Event description:
It was reported that during an unk procedure, while being activated the generator went back to standby with no error code. The system was rebooted and again went back to standby while be activated, but no error codes were received. The case was finished with a different generator with no patient consequence.

Manufacturer narrative:
Evaluation summary: the complaint has been confirmed. Based on analysis results, this complaint is now determined to be a MDR malfunction. The generator's main pcb (printed circuit board) was replaced to correct the issue. After servicing, the unit passed all electrical safety and qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.